Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the fairly tortuous obtuse marginal in the left circumflex artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. However, the shaft fractured at the monorail port before it reached the artery. The proximal fracture piece was pulled out by hand and the distal piece was removed by pulling out the guide catheter. The procedure was completed with a non-bsc balloon catheter. No complications were reported and the patient's status was fine.